Event description:
It was reported via a general comment that there was resistance advancing the knot of the proglide device with the suture trimmer relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
Estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported difficulty advancing the knot with the gated suture trimmer may include, but not limited to, pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. Based on the information reviewed, there is no indication a product quality issue with respect to the design, manufacture, or labeling of the device.